Event description:
New information received notes that the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained lead noise and high, out of range pacing impedance were observed via remote transmission. During follow-up, high impedance values and noise were observed. When the new lead was connected, high impedance and a capture issue were observed. The device was explanted and replaced.

Manufacturer narrative:
No conclusion code available. The reported high lead impedance was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the high lead impedance could not be determined.